Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the central control monitor (ccm) to startup with a 'disk boot' failure. Using an external keyboard he connected it to a power supply 2 connection, rebooted the ccm and when 'disk boot' failure appeared using lab-use only external keyboard simultaneously depressed ctrl-alt-del to restore default bios settings. The service repair technician was unable to duplicate the reported issue because the issue had been resolved when the ccm was rest to the original bios settings.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the hard drive, the atx board, and the coin battery were replaced to attempt to fix the issue but the failure continued.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc), the unit displayed a "disk boot error" message and none of the options on the screen could be selected. There was no patient involvement.